Event description:
Customer called lfs on 6/2002 alleging that the meter would power off during use and did not have any symptoms. Customer did report that when meter was not working, customer felt like customer was starting to lose consciousness. No medical treatment was sought. No adverse event or serious injury occurred. The ccr educated customer on automatic shutoff (2 minutes after the last action). The meter did shut off before the time was up. Ccr replaced the meter. No further information was provided.